Manufacturer narrative:
B5: tobradex and aprokam medcations were prescribed. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -4.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On 16-sep-2023, the lens was removed due to toxic anterior segment syndrome (tass). The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #: (B)(4).